Manufacturer narrative:
An event regarding wear/metallosis and abnormal ion level involving an unknown shell was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "the patient underwent an uncomplicated tha in 2006. He presented to his surgeon in 2015 with increasing pain in this hip associated with some osteolysis. He underwent t revision to a metal on metal tha. In 2018 he again was experiencing increasing pain. Hi surgeon initiated an infection workup as well as bloodwork looking for serum iron levels for co and cr. The infection workup was negative. The co and cr levels were mildly elevated at 2-2 and 2-1 respectively. Intra-operatively black staining of the soft tissues were observed. There was also minimal corrosion of the trunnion. Pathology reports indicated inflammatory reaction due to metal ions but no altr. Revision surgery of a tha for pain and increased serum metal ions is confirmed. The root cause of this pain and increased serum metal ions cannot be determined from the limited documentation provided." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to osteolysis in the acetabulum, elevated metal ion levels, and degradation of the stem trunnion / metallosis. The event was confirmed through clinician review of the provided medical records; however, a root cause could not be determined from the information provided. Further information such as device-identifying information such as catalog number and lot code, return of the devices, pre- and post-operative x-rays, and patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total hip arthroplasty on (B)(6) 2005 where he was implanted with an lfit v40 head. It is further alleged that diagnostic workup revealed elevated levels of cobalt and chromium in his blood work. The plaintiffs left hip was revised on (B)(6) 2015. Additional information received via medical records, "there was black metal staining of the pericapsular tissue. Any necrotic or metal-stained tissue was removed and sent for pathology for evaluation of altr. The hip was then dislocated posteriorly. The stem was noted to be well fixed. The cocr head was removed with a bone tamp and mallet. There was minimal corrosion noted in the female more of the head. The trunnion was cleaned of corrosion debris with a bovie scratch pad." The patient's left hip was revised on (B)(6) 2015 due to pain and osteolysis in the acetabulum. Intraoperatively, grayish blackish discoloration of the capsule and soft tissue were noted as signs of metallosis. Marked trunnionosis and wear were noted as well. The shell, liner, femoral head, and stem were revised and a restoration modular stem construct with ceramic head, trident shell, and liner were implanted.